Event description:
The customer reported an intermittent precharge voltage error. This error will prevent the system from booting, resulting in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.